Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a perforation and dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the anterior tibial (at) artery. The physician used a 5fr introducer sheath to access the lesion. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. The physician performed two runs at low speed and two runs at medium speed to treat the lesion. Post-atherectomy angiography revealed a perforation in the proximal at artery and also revealed a dissection at the at artery bend. The physician deployed a 2.75 x 38mm xience stent and a 3.5mm graftmaster stent across the dissection and perforation respectively. At this point, the perforation was resolved, but the dissection was still visible. The procedure was ended and the patient was taken to holding for further monitoring. Approximately four hours later, the patient returned to the cath lab with a cold foot and persistent pain. The physician performed additional intervention and successfully intervened in the distal at artery, which resolved the patients symptoms.